Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out together when removing the device. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device storage temperature did not exceed 25° celsius. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. There was a shallow vessel depth. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. The sealant was not dislodged from the arteriotomy but did appear to stick to the device. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. The vessel exhibited moderate tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in transfemoral cerebral angiography (tfca) with a retrograde approach used. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) came out together when removing the device. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). There was a shallow vessel depth. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. The sealant was not dislodged from the arteriotomy but did appear to stick to the device. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. The vessel exhibited moderate tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in transfemoral cerebral angiography (tfca) with a retrograde approach used. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Upon visual inspection, both button 1 and button 2 were found to be fully depressed. The stopcock was in the open position, and a cordis mynx syringe was attached to the unit. The sealant was not included with the returned device. No abnormalities were observed on the sealant sleeves. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The balloon was retracted, the core wire was present, and the atraumatic tip showed no signs of damage or irregularities. No additional anomalies were identified during the visual examination. A simulated deployment test could not be performed, as the device was received in a deployed state. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted. However, patient factors (it was reported that the patient had a shallow vessel depth) and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Also, it should be noted that a shallow vessel depth can result in visualization of the sealant from the skin. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.